Event description:
It was reported that the implant broke during insertion. The tip of the implant was not retrieved and remains in the patient. The surgeon punched the implant down further into the tunnel and used a titanium implant to complete the case. No adverse consequences with the patient were reported from this event. This device is used for treatment.

Manufacturer narrative:
Evaluation of the implant confirmed the tip is broken and was not returned. Inspection of the proximal end of the implant revealed critical dimensions are within specifications. This is the second complaint of this type for this part/lot combination. Device history review revealed nothing relevant to this event. Similar events indicate that the condition reported typically occurs as a result of improper bone preparation and/or if not maintaining the axial alignment during insertion. However, a definitive conclusion could not be determined for this event.